Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v125722, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that prior to the having the interstim sacral nerve implant removed, the patient had urinary urgency and frequency, diminished response to the interstim, and possible neuralgia from the interstim lead. The possible neuralgia was pending mris. It was indicated that the patient tolerated the procedure extremely well, and was taken to the recovery room in excellent condition. The patient was implanted for interstim-other.

Manufacturer narrative:
Product ID: 3889-28, lot# v125722, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: lead.

Event description:
Additional information from the healthcare professional (hcp) reported the patient first started experiencing the diminished response to interstim therapy and possible neuralgia in (B)(6) 2008. The hcp stated at the time the patient was having multiple work ups with neurology, ear nose and throat, ect for possible muscle disorder and tremors. The hcp noted that when the interstim was turned off, the pain resolved. The hcp stated the cause of the diminished response to interstim therapy and possible neuralgia was unknown, possibly related to other health problems. The hcp stated that ultimately the device was removed due to interfering with necessary MRI's and more severe health issues that took priority.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.